Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor reported that their ins went dead and is still in the patient's body. The patient stated that the ins did help with the patient's bladder symptoms, but the stimulator depleted prematurely. No patient symptoms were reported.

Manufacturer narrative:
The new patient codes replace the previously reported code.

Event description:
Additional information was received. It was reported that in (B)(6) 2016, the patient experienced pain under the surgery spot where the ins was put in. It was also noted that their bladder condition got worse. They went to increase their stimulation, but got a ¿call your doctor¿ message on their programmer. They went to their implanting doctor who ran a test and determined that the device was dead and not working.